Manufacturer narrative:
The barrier was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review was conducted and the records were complete and accurate. There was no report of product malfunction. Based on the information provided, a root cause could not be determined. Hollister will continue to monitor this reported issue.

Event description:
It was reported that an end user developed a rash beneath the hollister new image barrier. The affected skin appeared red and may have included blistering. It was reported that sores were also present around the outer edge of the barrier. These sores have persisted for approximately 4-5 weeks, beginning as a single sore that did not resolve. It was further reported that the area surrounding the stoma was mildly affected, described as pinkish in appearance. Additionally, it was reported that the end user sought medical attention and was prescribed a topical cream: triamcinolone acetonide usp 0.1%.